Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was troubleshooting a no delivery issue and he was advised that the pump is working as designed after the insulin exited the tubing. Customer was explained that the alarm was caused by a set/reservoir occlusion. Customer will get another replacement set. Customer's blood glucose level was 567 mg/dl. Customer declined troubleshooting for high blood glucose levels. Customer also has a no delivery alarm. Customer stated that the cannula was full of blood. Customer will change her set. No further assistance needed.